Event description:
Boston scientific received information that seven years prior this atrial lead dislodged one day post-implant. The lead was successfully repositioned that same day. No adverse patient effects were reported during the repositioning procedure.

Manufacturer narrative:
The patient expired six weeks after the initial implant procedure (seven years ago), however the proximal segment of the lead was just returned. Upon receipt at our post market quality assurance laboratory only the proximal segment of lead was returned severed 19.2 cm from is-1 pin. No irregularities were noted with the returned portion of the lead.